Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer filled the cartridge with cold insulin. The customer successfully reloaded the cartridge and resumed insulin delivery.